Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received knee tep right side because of lateral gonarthrosis. Recently patient suffered a fall, after this there were chattering noises in the knee. The lip to lock the inlay was found broken off.

Manufacturer narrative:
A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. Upon evaluation of the returned insert, the reported fracture was not confirmed, and evidence suggests the insert was successfully locked. Damage to the locking tab likely occurred during retrieval of the insert. The insert showed very little wear. The wear pattern indicated the medial condyle wore slightly more anteriorly than the lateral condyle, suggesting the femoral component was slightly externally rotated with respect to the fixed bearing tibial component. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. Upon evaluation of the returned insert, the reported fracture was not confirmed, and evidence suggests the insert was successfully locked. Damage to the locking tab likely occurred during retrieval of the insert. The insert showed very little wear. The wear pattern indicated the medial condyle wore slightly more anteriorly than the lateral condyle, suggesting the femoral component was slightly externally rotated with respect to the fixed bearing tibial component. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 25 january 2016. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had an irritated synovial condition with a traumatic dislocation of the inlay following a hyperflexion trauma. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 08/02/2016.